Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and an se 2367 (fail safe shutdown) alarm occurred on the homechoice (hc) machine during dwell 3 of 5. The patient (pt) was connected at the time of the alarm. A baxter technical service representative (tsr) assisted the pt to cycle the hc machine to clear the alarm, end the therapy and remove the cassette. During troubleshooting no issues were noted which could have contributed to the event. There was nothing unusual about the supplies. The tsr advised the pt to dispose of current supplies and to start over with new supplies. There was patient involvement; however there was no patient injury or medical intervention.